Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical attention was required.

Event description:
Consumer reported complaint for high blood glucose test results. Sarah (wife) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 455 and 466 mg/dl. The customer's expected fasting non-fasting) blood glucose test result range is 200 mg/dl. The customer did report symptom of frequent urination. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on 05/01/2017, a back to back blood test was performed by the customer fasting and produced test results of 466 and 462mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is concerned with high readings. Result of concern is 455mg/dl fasting.